Manufacturer narrative:
Manufacturing review: device history record (DHR) could not be reviewed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five years post deployment the patient was examined to obtain current diagnosis and update prognosis of multiple myeloma stage 3. Pet / CT summary / ultrasound radiography indicated vena cava device implant indicates irregular placement. Peripheral vascular exam indicated multiple current clot formation (right leg; calf) systematic aggravated pe indicated. Therefore, the investigation is concluded for filter malposition. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five years post deployment, pet / CT summary / ultrasound radiography indicated vena cava device implant indicates irregular placement. Peripheral vascular exam indicated multiple current clot formation (right leg; calf) systematic aggravated pe indicated. Therefore, the investigation is confirmed for filter malposition. However, the angulation of the filter tilt is unknown based on the provided medical records. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism; however, the current status of the patient is unknown.